Manufacturer narrative:
Based on the available information, all hardware was removed in a revision surgery on (B)(6) 2018. The device was not returned for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Although a number of factors could have contributed to the hardware removal, additional information indicates it was due to symptomatic hardware. No malfunction was alleged/found with any tmc device. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2017, all hardware was removed in a revision surgery on (B)(6) 2018 due to symptomatic hardware. No fault was found with the tmc hardware nor was any other patient impact or injury reported as a result of this event.